Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation found that the patient cassette needed a cleaning. After having cleaned the patient cassette and successfully tested the anesthesia system, it was cleared for clinical use without further issues reported. No logs have been available to confirm the reported issue. As the issue was solved by cleaning, the most probable cause is that dirt, particles or dust from the co2 absorber had stuck on the connections, seals or membranes and thus preventing them from sealing properly. The true cause of the event has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system had a leakage issue. There was no patient harm. Manufacturer's reference number: (B)(4).